Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated during follow up. At follow up on 10/13 the estimated battery longevity was 6 months, 2 months later the device could not be interrogated. The device was explanted and replaced.